Event description:
It was stated that the trailing lens haptic was found to be missing after insertion of the lens. The broken haptic had remained inside the cartridge. It was also clarified that no incision enlargement or sutures for required for this surgery. The physician attributed the issue to the lens becoming stuck in the delivery device. Regarding the prognosis, the patient is doing well. Based on this information, the reported event is no longer considered serious.

Event description:
It was reported that the lens haptic broke off during advancement of the device into the eye. The incision was possibly enlarged to remove the lens; however, no sutures were necessary. The back-up lens was then implanted with no issues.